Event description:
Device 4 of 4. Reference MFR reports: 1627487-2013-16341, 1627487-2013-16342 and 1627487-2013-16343. It was reported the patient stopped using and charging her system approximately two years ago. The patient reported she was in a car accident and stopped using her system. The patient also indicated she had pocket heating while charging and stopped using the system due to this issue. It was also reported x-rays confirmed the patient's leads had migrated. The patient's system was explanted and replaced on (B)(6) 2013. One of the patient's octrode leads was replaced with a quattrode lead. Effective stimulation coverage was recaptured as a result of the procedure. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed through product analysis testing alone. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.